Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
We checked the returned unit and confirmed that the segment steel braid steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the segment steel braid. In addition, we confirmed that the bending rubber stretched, the segment corroded, the control body corroded, the remote control button(4) cut, the light guide cable cut, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the piercing in human body. Therefore, based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.